Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's scs system implantable pulse generator was replaced. Reportedly, the patient stated they had not charged the device in several months and lost stimulation approximately six weeks ago. Stimulation therapy was restored postoperatively.